Event description:
The stent (subject device) was returned for analysis and the device investigation revealed that the stent delivery wire (sdw) was broken fractured during use. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) was returned inside the microcatheter. The sdw was kinked/bent 0.5cm and 2.1cm and 4.0cm from the distal end. The re-sheath pad was found to have been pulled over the re-sheath bumper. It was not possible to move the re-sheath pad, it was stuck on the re-sheath bumper. The epoxy was still attached to the re-sheath bumper. There were stress marks on the re-sheath pad. The stent and introducer sheath were not returned. The microcatheter was inspected and the shaft was wavy between 6cm and 29.5cm from the distal end. The microcatheter distal tip was damaged. The inner lumen of the microcatheter was damaged. During functional inspection it was possible to advance the sdw through the microcatheter shaft but it could not be retracted due to the re-sheath pad being stuck over the bumper. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Analysis of the returned device found the sdw was returned inside the microcatheter. The sdw was kinked/bent 0.5cm and 2.1cm and 4.0cm from the distal end. The re-sheath pad was found to have been pulled over the re-sheath bumper and was stuck which indicates a significant force was applied during the procedure. The tip of the microcatheter was damaged and a section of the inner lumen had been displaced. It is most likely the re-sheath pad came into contact with the side of the microcatheter lumen tip as it was about to be retracted back into the microcatheter instead of the opening and as the physician was attempting to retract the sdw the re-sheath marker got pulled over the re-sheath bumper. An assignable cause of procedural factors will be assigned to the reported and analyzed event ¿sdw friction¿, and analyzed events ¿sdw broken fractured during use¿ and ¿sdw kinked bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.